Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump was "beeping for three months" and then later reached eos. The pump was refilled "many times ". The ptm "said the battery is going to die on (B)(6)". The patient was scheduled to have a CT scan and dye study. It was later reported the patient went through withdrawal due to normal eos (end of service) it was also reported the catheter was unable to be aspirated. The patient had withdrawal symptoms of pain, sweating (diaphoresis), underdose symptoms, nausea, emesis, and intractable pain. The pump was infusing clonidine, bupivacaine, and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that the scheduling of a catheter and pump replacement was required.